Event description:
It was reported that they had several temperature sensing foleys with bard not working over the last 2-3 weeks. They trouble shoot the monitors, replaced cables and still were unable to get temperature on the monitor. They tested the cable, and it was not the cable or the monitor which meant it was the foley. It happened again in ns 5 and was starting to raise a red flag. Per additional information received on 05jun2023, another foley placed last night was not working unfortunately the package was not kept.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: the device was not returned.

Event description:
It was reported that they had several temperature sensing foleys with bard not working over the last 2-3 weeks. They trouble shoot the monitors, replaced cables and still were unable to get temperature on the monitor. They tested the cable, and it was not the cable or the monitor which meant it was the foley. It happened again in ns 5 and was starting to raise a red flag. Per additional information received on 05jun2023, another foley placed last night was not working unfortunately the package was not kept.